Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with tissue stop inside a plastic bag. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 3 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how long of a delay was there to the procedure due to having to locate and retrieve the broken piece of the device? "I was informed the delay was about 30 minutes." There was no patient consequence reported in event description.

Event description:
It was reported that the clip applier worked for about 5 clips without problem, and then a piece of the applier broke off. They don't know where the piece came from, because it doesn't appear to have come from jaws and device can still deploy clips (tried out of patient). The broken piece was retrieved. Required extra time to locate and retrieve the broken piece. No patient consequences.